Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implant was used to insert to the patient¿s femur during bipolar hip arthroplasty on (B)(6) 2018. It was reported that the surgeon could not insert the stem to the broached depth (5 mm long) when the surgeon inserted the stem to the patient¿s femur. Then, the surgeon broached again and tried to insert the stem to the femur. However, still the surgeon could not insert the stem to the broached depth. The surgery was completed by inserting the shorter length stem (p/n and lot number were unknown). There was 10 min surgical delay. No further information was provided by the hospital. Doe: (B)(6) 2018 - 10 min surgical delay.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device was reviewed and failure mode could not be confirmed depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null; device history batch ==> null; device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.